Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the pump was no longer vibrating when a bolus was delivered from the meter remote. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): review of the black box and download history did not reveal any warnings or alarms related to the complaint. On testing, the vibratory function was fully functional in all modes. The pump was opened for investigation and did not reveal any defect of the vibration motor. Investigation was not able to verify or duplicate the complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.